Event description:
Pt had cholecystectomy with placement of drain. Post-op day 2, the drain continued to drain only small amounts of fluid and the drain was removed. However, the tubing fractured and a portion of it remained in the pt and required surgical removal. A 10 cm piece of the drain was removed from the pt. The pt tolerated the procedure well.